Manufacturer narrative:
(B)(4). Medical devices: 11-107016 - freedom constr hd - 474620; 11-301020 ¿ arcos modular revision system bowed tapered splined distal stem ¿ 216720; unknown ¿ freedom constrained type 1 taper - unknown; reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient visited the ER for having bleeding from incision approximately 2 weeks post right hip revision surgery. Attempts to obtain additional information have been made; however, no more is available.